Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc for evaluation. The monitor evaluation is still underway. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. A review of the downloaded software flags do not reveal any serious flags or patterns of flags that would suggest a monitor malfunction that contributed to the event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. The patient's daughter reported that the patient was at home and found unresponsive. Paramedics were called and transported the patient to the hospital. The death was reported to be cardiac related and it was reported that the patient was wearing the device. Review of the download data indicates that the device first alarmed for asystole 6 times between 03:11:41 and 03:53:57 pm on (B)(6) 2018. The ECG showed asystole and the flags indicate that the response buttons were being pressed intermittently throughout at that time. The device was shutdown normally for several minutes at 03:54:53 pm. The device was restarted at 04:02:38pm and at 04:07:53 asystole was again detected by the device. Between 04:13:13pm on (B)(6) 2018 and 09:09:18am on (B)(6) 2018, the device entered a detection sequence 13 times. The ECG's showed that the patient's rhythm during this time was asystole with intermittent cardiac activity, transitioning to a sinus rhythm at 70 bpm before the rhythm transitioned to bradycardia at 40bpm. The rhythm degraded to vf with CPR artifact. The patient was in vf for approximately 6 minutes before the rhythm degraded to asystole at 09:09:33am. The response buttons were used intermittently throughout the 13 detections. The device was shutdown at 09:11:15 am on (B)(6) 2018. The device properly detected the vf, however, CPR artifact and response button usage prevented the device from treating the patient.